Event description:
It was reported that right ventricular (rv) lead insulation degradation was suspected due to rv noise with oversensing over the past year. Upon review of device data, there were 20 non-sustained ventricular tachycardia (nsvt) episodes with short durations of small frequency noise, however lead noise was not reproducible during the in-clinic evaluation and lead impedance measurements were stable and in-range. Additionally, rv non-capture was suspected during a january 11th colonoscopy procedure and it was noted that the patient's heart rate was in the 30-40s beats per minute (bpm) range. Upon review, technical services (ts) discussed that this was likely intermittent noise with oversensing and pacing inhibition during the colonoscopy procedure. Technical services (ts) reviewed troubleshooting options, including programming considerations or possible lead revision. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead insulation degradation was suspected due to rv noise with oversensing over the past year. Upon review of device data, there were 20 non-sustained ventricular tachycardia (nsvt) episodes with short durations of small frequency noise, however lead noise was not reproducible during the in-clinic evaluation and lead impedance measurements were stable and in-range. Additionally, rv non-capture was suspected during a january 11th colonoscopy procedure and it was noted that the patient's heart rate was in the 30-40s beats per minute (bpm) range. Upon review, technical services (ts) discussed that this was likely intermittent noise with oversensing and pacing inhibition during the colonoscopy procedure. Technical services (ts) reviewed troubleshooting options, including programming considerations or possible lead revision. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this rv lead was surgically abandoned and replaced due to lead degradation. No additional adverse patient effects were reported.